Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical gastric cancer, while working on the severed gastric tissue, the device was not able to be fired. The surgeon was able to press the green button but could not squeeze the handle. Surgeon replaced the device to resolve the issue. No patient injury.